Event description:
Patient had an unanticipated retained foreign body during an emergent cath procedure. The stent dislodged from the balloon in the area of the vein graft and the right coronary artery. The md was unable to retrieve it with a second wire and pull the wires, stent and catheter back to the area of the right external iliac artery where it got lodged just above the inguinal ligament (femoral area). The decision was made to cut the wire and secure the whole device for removal by a thoracic surgeon. The thoracic surgeon responded and removed it and the patient tolerated the procedure well without incident and was discharged home on (B)(6) 2013. Full disclosure of the event was completed to patient and spouse with all questions answered. Spouse consented to additional procedure to remove the retuned device. The device was reported to the vendor. This item was not on an alert or recall notice.